Event description:
It was reported the device needed repairs for unknown reason. No patient involvement reported at this time.

Manufacturer narrative:
The customer was provided remote support. Multiple attempts were made to request information regarding confirmation of the customer¿s allegation and resolution of the reported problem. No information was available because the customer cancelled their request. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.